Manufacturer narrative:
The reported complaint of "thermogard xp ivtm system displayed a coolant level low message" was confirmed during functional testing. The root cause was due to low propylene glycol level in the coolant well as a result of normal use of the system over time. Upon visual inspection of the console, unrelated to the reported complaint, flashing amber light was observed on the roller pump due to the roller pump lid not being fully closed. The issue was resolved by securing the lid properly. During functional testing, the ivtm system displayed the coolant level low message; thus, confirming the reported complaint. After filling up the coolant well with propylene glycol, the error message was cleared and the system passed the functional testing. Review of the event logs was performed, and no significant discrepancy was identified. Following service, the thermogard console pass all tests, and readings are within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaints reported for thermogard with serial number (B)(4).

Event description:
During self-test, the thermogard xp ivtm system (sn: (B)(4)) displayed a coolant level low message. No patient involvement.